Event description:
It was reported that the patient presented to the clinic after receiving several shocks for vt. Upon interrogation, an alert for charge time limit reached was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported extended charge time was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.